Event description:
(B)(6) removed IV catheter device after missed IV insertion attempt. He engaged the safety but noted the needle tip sticking out beyond the safety cover. He incurred a needlestick to left thermal when disposing of device in sharps container. He disposed of device and wrapper - no lot # available.